Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Root cause: the signals in the rdf indicate that the spectra optia system operated as intended. Some platelet loss can be expected during cmnc collections and there is no indication in the rdf of anything that would have contributed to a higher platelet loss than expected.

Event description:
During troubleshooting for an unrelated issue, the customer reported to the terumo bct customer support specialist that a pediatric patient¿s platelet had dropped 50% during a continuous mononuclear cell (cmnc) collection procedure. The patient's beginning platelet count was 76x10^3/ul. Post cbc was taken and the platelet was measured at 40x10^3/ul. On the following day ((B)(6) 2016), per pediatric physician¿s order, a unit of platelets was given to the patient. The patient is reported in stable condition.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
During trouble shooting for an unrelated issue, the customer reported to the terumo bct customer support that the patient's platelets had dropped 50%. The patient was given a platelet transfusion in response, per physician's orders. The current patient status is stable. The customer declined to provide patient identifier. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Updated root cause: the signals in the run data file (rdf) indicate that the spectra optia system operated as intended. Some platelet loss can be expected during cmnc collections and there is no indication in the rdf of anything that would have contributed to a higher platelet loss than expected. Possible root causes include but are not limited to: processing very large volumes of patient blood- the collect hematocrit is low and relatively rich in platelets- multiple collections are carried out on a daily basis.